Event description:
Reports received of tubing separations at the y-site and option-lok male adapter. The customer states that they have had approx three to four incidents of separations in two different places on the tubing set. The most common place is where the tubing is going into the needle injection site. The second place is where the tubing is fused to the locking mechanism at the male end. The pts are receiving standard IV solution. The reporter believes the pts are able to pull the tubing apart. The occurrences have all been on elderly pts who are confused and unrestrained. The incidents have not been witnessed. One pt that "pullled" the tubing apart, escaped from the hosp and was found in the hosp parking lot. The pt was reported to be bleeding a large amount from the IV site. The pt was brought back into the hosp and put to bed out of the restraints and fell. No blood work was done. The pt did not require a transfusion. The pt did return to the nursing home shortly after the occurrence without any effects from the blood loss or fall. Aside from the separations, one pt was able to chew the tubing into two pieces. No report of adverse pt effect. Additional pt and event info was requested, but no further info was available.